Event description:
It was reported that the customer's reservoir was leaking. Customer stated the leak occurred while the reservoir was in the insulin pump. Customer's blood glucose was 192 mg/dl. Customer stated discarding the reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.